Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing including rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The low reservoir alarm feature is working properly. No unexpected low battery alarms noted. No audio beep anomalies were noted. However, the insulin pump had a rattling vibration due to vibrator motor adhesive not adhering. The insulin pump had cracked case at the display window corners and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had beep anomaly. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated that pump doesn't beep when it alarms or vibrates. The customer was assisted in performing self-test and it failed. The customer stated the pump did not vibrate during the self-test. The customer was advised that the device would be replaced. The customer reported via phone call indicating that the insulin pump had vibrator anomaly. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated that the device did not vibrates during vibrate test. The customer stated that when turned the vibrate feature on it made a grinding noise but did not vibrate. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.